Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, after attempting to insert the sensor wire, it was noticed that it had detached and remained under the skin at the insertion site. The attempted sensor insertion was at the upper buttocks. No additional event or patient information is available. The sensor (serial number: (B)(4), lot number: 5215265) was returned for evaluation on (B)(6) 2017. A visual inspection was performed and the sensor wire was detached from the sensor pod and seal carrier. The complaint of a detached sensor wire was confirmed. The root cause could not be determined. However, it is unknown if the returned product is the complaint device.